Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20 dec-2018 with the following findings: during investigation, the pump powered on to the verify screen. The complaint of a blank display was not duplicated during investigation. Unrelated to the complaint, investigation revealed that display was dim, faded and discolored; the battery compartment was cracked above and below the grip pad.